Manufacturer narrative:
H3: the cable assembly was returned and they were able to confirm the reported failure. It was noted that it passed bench testing and the system booted and readied on each power cycle. Motion, generator, communication and charging were successful. When 2d image were taken, low frame rate error occurred. Failed system testing. Once replaced the system was operational 10,120,4307 are associated with cable assembly return medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: bi30000443, serial/lot #: rev. 2 : s/n (B)(4). A manufacturer representative went to the site to test the equipment. It was reported that the mobile viewing station (mvs) interface cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was unclear if this occurred during or outside of a procedure. It was reported that the site experienced a power outage and when trying to take a spin they were received an "image frame rate" error. They tried rebooting the system with no resolution. They moved the system into a different room and did another restart and the issue resolved. It was unknown if a patient was present or not. (B)(6) 2020 it was reported that the technicians at the site bring the system into a room out of the hallway in the mornings as part of their start-up routine. They do several 2d and a 3d spin to verify that the machine is functional for the day. This particular day when they attempted to do the procedure, the power to the operating room or) went out and they assumed that the outlets in the room were not back on and tried it in a different room. There was not a patient present.